Manufacturer narrative:
An event of device malposition and atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No information from the field was received regarding patient condition. The implant depth of the device was reported to be 11.5 mm from the non-coronary cusp, which is deeper than the optimal 3 mm depth and could have contributed to the reported atrioventricular block. Based on available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor was successfully implanted, using large flexnav delivery system. The final implant depth was 11.5mm on 11 july 2023, the patient developed transient atrioventricular block. On (B)(6) 2023. The patient received dual-chamber antibradycardia pacing (ddd). There was no clinically significant delay in the procedure.